Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Date of event: event year is reported as 2019; however exact date of postoperative screw breakage is unknown. Event: updated event description. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Updated event description: it was reported that on (B)(6) 2019, the patient underwent a second revision procedure due to a broken trochanteric fixation nail advanced (tfna) nail. Initially, the patient underwent the first procedure last (B)(6) 2018 due to a reverse obliquity fracture and had a first revision of the cephelomedullary head element on (B)(6) 2019 due to collapsed hip and the head element backed out of the lateral cortex. Only the helical blade was replaced with the lag screw during 1st revision procedure. Five months after the first revision procedure, the patient experienced pain and nail was identified broken via x-ray. During the second revision, the broken nail and all other impants were removed successfully and patient was revised with hip athroplasty. It is unknown if there was a surgical delay. Patient status and surgical outcome were unknown. This report captures the second revision wherein the tfna nail was broken and was replaced with hip athroplasty, while related complaint (B)(4) will capture the first revision event wherein the tfna helical blade backed out of the lateral cortex. . Concomitant device reported: unknown lag screw (part # unknown, lot # unknown, quantity 1), unknown locking screw (part # unknown, lot # unknown, quantity unknown).

Manufacturer narrative:
This report is for an unknown nail (tfna). Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/ investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the patient underwent a second revision procedure due to a broken trochanteric fixation nail advanced (tfna) nail. Initially, the patient underwent the first procedure last (B)(6) 2018 due to a reverse obliquity fracture and had a first revision of the cephalomedullary head element. During the second revision, the broken nail was removed and was replaced with hip arthroplasty. It is unknown if there was a surgical delay. Patient status and surgical outcome were unknown. Concomitant device reported: unknown tfna helical blade (part # unknown, lot # unknown, quantity 1), unknown locking screw (part # unknown, lot # unknown, quantity unknown). This complaint involves one (1) device. This is 1 of 1 for report (B)(4).